Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of atrial signals on the ventricular channel. As a result, the patient experienced intermittent pacing inhibition; however, the patient is not pace-dependent. Technical services (ts) was consulted and recommended a chest x-ray to confirm lead position. No adverse patient effects were reported. This device system remains in service.